Event description:
It was found during a baxter evaluation that a pump alarms for door not fully latched. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation the unit experienced a "door not fully latched" message due to the front case threaded insert bosses being pulled out. This allowed separation between front case and mechanical assembly resulting in excessive force being required to close door causing the "door not fully latched" alarms. The front case assembly will be replaced.